Event description:
The manufacturer received an allegation that the bottom of the case is melted and there is openings at the bottom of an essence nebulizer. There was no report of patient harm or injury. The manufacturer received the device for investigation. The technician confirms the initial allegations of the case is melted at the bottom and there are openings where the enclosures should meet at the bottom of the device. The technician confirms there was a thermal event that melted/warped the bottom of the compressor. The filter for the nebulizer was missing. The unit will not power on when ac power was introducted to the device. The motor does spin but is stiffer than normal. It appears the safety fuse has blown preventing an electrical thermal event. The device did experience some sort of thermal event, seizing the motor and melting the enclosure. The exact cause of the thermal event could not be confirmed. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back-up device for respiratory delivery if this device is not operable. This report will be filed as an initial-final report. Based on the information available, the manufacturer concludes no further action is necessary.